Event description:
The customer reported that the device failed to charge. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge. No adverse patient impact was reported. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause, since the symptom was not duplicated.